Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch. The system operates as intended.

Event description:
The customer reported that the system shut down. There is no report of injury or death associated with the event described in this complaint.